Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of the device returned for analysis a conclusive cause for the difficulties could not be determined and the patient effect and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a transcatheter intracranial aneurysm stent-assisted embolization interventional procedure using a small-bore sheath. Reportedly, after suture deployment, the proglide device was difficult to remove. The device was removed by surgical cutdown of the vessel. Removal of proglide found the foot not fully closed. Vessel damage was observed. Surgical intervention was performed to treat the vessel and to achieve hemostasis. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.